Event description:
Event description cpi received information that a patient was not followed for 18 months and the device was unable to complete a capacitor reform and eventually reset to the fallback mode. Cpi technicial services suggested the device be immediately replaced. During the explant procedure, shocking impedance problems were noted. Error messages of 'open' and 'short' were noted. Further clinical information has been requested.